Manufacturer narrative:
Results: the bident was present inside the artemis hypo-tube and was not protruding from the hypo-tube tip. Conclusions: evaluation of the returned artemis revealed a functional device. The artemis was connected to the demonstration canister and pump. The bident was able to rotate without an issue and fluid was aspirated. Therefore, the root cause of the complaint could not be determined. Penumbra artemis devices are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a microneurosurgery using an artemis neuro evacuation device (artemis). During the procedure, while evacuating the clot, the artemis became clogged. It was reported that the physician was unable to flush the artemis despite several attempts made to activate the bident. The procedure was completed using a new artemis. There was no report of an adverse effect to the patient.